Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user had a continuous decrease of hearing performance with the device. Re-implantation is being considered. No date has been scheduled yet.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation was carried out, but the device has not been received yet.

Event description:
The user had a continuous decrease of hearing performance with the device. The user has been re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue breakages. Other mechanical damages found during investigation are attributable to the removal surgery. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The user had a continuous decrease of hearing performance with the device. The user has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user had a continuous decrease of hearing performance with the device. Re-implantation is being considered. No date has been scheduled yet.